Event description:
It was reported that the device powers on and off on its own. Customer reported that during monitoring, after surgery, the company logo appeared and display "went on showing logo and nothing else". It was reported that there were many attempts to turn the device off without success and the display eventually turned off 10 minutes later. There were no consequences or impact to the patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.